Manufacturer narrative:
H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The reported issue was unable to be duplicated. The cause of the reported issue was not determined as no issue was identified through testing.

Event description:
It was stated that the air detector did not activate in time. There were patient involvement and no patient harm reported. Evaluation of the returned device could not confirm the reported issue.